Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) had just gone into the initial drain. The technical service representative (tsr) had them cycle the power to get a se 2367 than again to clear all the alarms. They told the hp to start over with new supplies. The tr remained on the line while the hp disconnected so they could assist them with retrieving the cassette. The hc was okay. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated they were not aware of the reported problem, the patient did not contact them. The pd rn stated they believe the patient is fine otherwise they would have contacted them regarding the reported problem. The pd rn stated that patient should be continuing therapy as normal. No further information was obtained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.